Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the raw data confirmed that the sample initially generated an hiv reactive result with a cycle threshold (CT) value of 40.2, which showed late but significant amplification. Subsequent retesting of the original tubes and bag with the same assay produced non-reactive results. Additionally, hiv serological testing using the elecsys hiv duo assay on the cobas pro e 801 analyzer yielded an hiv negative result. No product issue was identified during the investigation. Potential contributing factors, such as a low-level specimen, contamination, or the window period, could not be ruled out. The donation associated with the sample was discarded, and the customer plans to monitor the donor after three months with nat and serology testing.

Event description:
The initial reporter alleged a potential false positive hiv result using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The sample in question (sample ID (B)(6) was tested on (B)(6) 2023 and generated an hiv reactive result with a cycle threshold (CT) value of 40.16. The original tubes and bag were subsequently retested with the same assay, and the results were non-reactive. Additionally, hiv serological testing performed using the elecsys hiv duo assay on the cobas pro e 801 analyzer yielded an hiv negative result. The donation associated with the sample was discarded.